Manufacturer narrative:
(B)(4). The event of swelling, tenderness, biofilms, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. See scanned pages.

Event description:
Healthcare professional reported approximately one week after injection with 2 syringes of juvederm voluma xc in the nasolabial folds and marionette lines patient noted the development of "tender masses" at the injection sites. During the patient's initial f/u assessment, 10 days after injection, the healthcare professional noted "one 1x1 cm nodule on mid left nasolabial fold and one .5 x .5 nodule on the left marionette line consistent with the areas injected." Patient was prescribed ciprofloxacin and treated with hyaluronidase. Four days later the patient returned to the healthcare professional with swelling of the left nasolabial fold; and add'l treatment of hyaluronidase was prescribed. During this visit the healthcare professional aspirated content from one of the nodules and sent it for culture/sensitivity testing; the results indicated a "bacterial infection." Patient was prescribed augmentin. Symptoms resolved but recurred five days later, specifically a nodule at the upper left nasolabial fold. The healthcare professional diagnosed the patient with biofilms and treated said nodules with a syringe containing a mixture of hyaluronidase, kenalog, and lidocaine with epinephrine. Symptoms fully resolved approximately nine days after this treatment.